Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: 5fr cobra, renegade microcatheter, sheath: 6fr vascular sheath. Incorrect anatomy. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an active extravasation from a laceration of the right proximal hepatic arterial branch. The 2.8 x 19 mm graftmaster stent was selected for treatment of the laceration. After deployment of the stent implant, angiography revealed a persistent extravasation. A 3.0 unknown balloon catheter was advanced and inflated for 5 minutes in order to completely seal the laceration. No further extravasation was observed. No additional information was provided.